Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Date of event is estimated.

Event description:
A healthcare provider reported that the patient fell last week and their stimulation was not working. They experienced returned of symptoms. MRI was being ordered to rule out injury. A week later, hcp reported that they thought it was actually the programmer that malfunctioned, because it was later working. The indications for use for this patient were parkinson dual and movement disorders. Refer to manufacturer report # 3004209178-2016-11043.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.